Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that the maryland bipolar forceps instrument would not rotate. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument to have a loose and frayed pitch cable at the distal clevis hub. The pitch cable was also found derailed at the idler block. Engineering also found chemical residues on the clamping pulley and cable. Engineering concluded that the residue was likely due to improper cleaning of the instrument. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.